Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2017 due to advisory/recall. The physician was dr.(B)(6) at (B)(6) hospital. No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).